Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) bottom confirmed that the component had fractured into two pieces near the post. Both pieces were returned. Scratches and gouges were noted around the edges of the component. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured during a cadaver training lab. No patient involvement.